Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient had a complicated post-operative course and was found unresponsive with active low flow alarms. The patient was unsuccessfully treated with defibrillation and the patient expired. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. A possible clinical factor that may have contributed to the reported event is the patient's post-operative complications and deteriorating condition. Death, right heart failure, and gi bleeding are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from australia that this (B)(6) female patient was found unresponsive with active low flow alarms. The patient's post-operative course had been complicated with right heart failure, the necessity for daily dialysis for treatment of fluid overload, and gastro-intestinal bleeding (treated with discontinuation of her coumadin and aspirin). The patient was treated with defibrillation though the patient's cardiac rhythm was not reported. These resuscitative efforts were not successful and the patient expired. No autopsy was performed. The site reported that the event was not related to the device and was related to the patient's condition. They suspected that the patient experienced a neurological event but have no way to determine this at this point. They further reported that they had no concerns regarding any issues with the patient's peripheral equipment since everything was correctly connected and the pump was still running at the time of the event. Clinical factors that may have contributed to these events include the patient's deteriorating condition. The device was not returned to the manufacturer for evaluation.